Event description:
The following information was reported to the manufacturer: "pt underwent endovascular treatment of his intracranial stenosis in 2007. He had an intracranial angioplasty and stent of the right cavernous carotid artery with a stent. The pt tolerated the procedure well. Post procedure, the pt had a decrease in level of consciousness and was noted to have an intraaxial hemorrhage in the right frontal lobe as well as some subarachnoid hemorrhage. The pt's platelets were noted to be low (77,000). The primary physician had cleared the pt for the procedure the day before, and for surgery based on labs from 2007. Platelets at that time were 127,000. The drop in platelets was thought most likely related to his tegretol. Hematology consultation was obtained. The pt was supported in the neurosurgical ICU. The pt also required intubation and ventilation due to respiratory distress. The pt had waxing and waning neurological status, but had definite left hemiparesis with no response of his upper extremities to painful stimuli." "The family made the decision to take the pt home care. The pt was extubated and breathed on his own with difficulty. The pt also had a peg (percutaneous endoscopic gastrostomy) tube placed for nutrition. The pt died on the next month." It was reported to the manufacturer that the physician does not attribute the death to be product related.

Manufacturer narrative:
The device in question will not be returned to the manufacturer for further investigation as it remains implanted in the pt. The root cause for this event cannot be determined definitely. Per the dfu (directions for use) for the device in question: hemorrhaging of the vessel is a clinically recognized complication of intracranial angioplasty and stent procedures.